Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the pump had low battery alarm and post-reset ram crc alarm. The blood glucose level was 125 mg/dl. The pump error was occurring more than once after a battery change. The troubleshooting was performed. The customer was advised to discontinue the use of a pump and revert to back up plan. The pump being returned for analysis.